Event description:
During a post-operative follow-up visit with the patient, the surgeon observed that the inferior portion of the cervical plate/collet had pulled completely off the bone, but the screws were still in the bone.